Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine generator replacement, externalized conductors were observed. A diagnostics radiation procedure was performed. The lead was reused.